Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error source: phone: (B)(6).

Event description:
Qv sars otc; consumer reported putting swab in liquid before inserting in nose. Asking if test still valid and if should retest -- tss reviewed procedure with consumer; tss suggested to flush out per pi and wait to retest; logging incident.